Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact called technical support regarding a m31 air detected in cassette which was encountered during dwell 2 of 4 and observed fluid on the floor. The patient was advised to reset up with new supplies and continue with treatment. Follow-up with the patient indicated it that the source of the fluid leak could not be confirmed but the liberty select cycler and inside the cassette appeared dry. Follow-up with the patient's peritoneal dialysis nurse indicated that the patient did not experience any complications as a result of the alleged event. No medical intervention was provided. The complaint sample was requested for plant investigation.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."